Event description:
It was reported that during the lap sigmoid colectomy procedure, the enseal product, after the third activation of the device, they started getting a lot of the "repositioned jaw error messages", it got so frustrating that they ended up removing device and opened up etrio345 enseal and completed the procedure without incident. Then with the gs60w, they fired the stapler on the ima then removed device when removed the white reload, the reload snapped in two pieces. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Batch # 353a61. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4) date sent: 6/2/2022 d4: batch # 353a61 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received broken and fully fired, with the pan bent and detached from the reload. It is possible that the damage observed in the reload was due to an improper handling. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.